Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-02738. (B)(4) clinical study. It was reported that in-stent restenosis and worsening coronary artery disease occurred. In (B)(6) 2013, the patient presented with progressive angina in an unstable pattern and was referred for cardiac catheterization which revealed the long lesion located in the mid left anterior descending artery (lad) and extending to the distal lad with 80% in-stent restenosis and was 30mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.25x32mm pe plus stent. Following post dilatation, residual stenosis was 0%. One day post index procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2014, the patient presented with unstable angina and stent fracture of the previously deployed study stent was noted which was treated with the implantation of a 2.25x24mm promus premier stent. In (B)(6) 2015, the patient presented to the emergency department (ER) with worsening of chest pain and was recommended for cardiac catheterization. Two days later, the 90% stenosis located in the distal lad was treated with pre-dilatation and placement of 2.25 x 12 mm non-bsc drug eluting stent (des) and 85% focal stenosis in the mid lad was treated by balloon angioplasty. Following post-dilatation, residual stenosis was 20-30% stenosis in the mid stented segment in the 2 segment. Additionally, 75% stenosis located in proximal lad was treated with direct stent placement of 2.50 x 33 mm non-bsc des stent and residual stenosis was 0%. One the same day. The event was considered to be resolved and the subject was discharged on aspirin and ticagrelor.